Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient received perfluoro propane gas and experienced mild high intraocular pressure in the left eye and received drug therapy for the event. The patient's symptom was resolved completely.

Manufacturer narrative:
The sample was not returned and therefore, testing could not be performed. A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed 11 other complaints against this. These were all reports from a clinical study. A check of confirmed complaints for this product and this event showed no complaints since the beginning of 2015. An analysis of the retain samples for this lot, showed that the product met all release criteria. There were no findings that would have attributed to the reported issue. At this time, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in sections b.2, b.5., and h.11. Upon further information, reported adverse event was unrelated to the study device and study procedure. The file will be close-cancelled from the itrack system. No further report will be submitted under this mfg 2518435-2022-00047. The manufacturer internal reference number is:(B)(4).

Event description:
Upon further information, reported adverse event was unrelated to the study device and study procedure.